Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of laparoscopic appendectomy surgery, when the device was removed, the cannula broke. The surgeon discovered that a piece of plastic was lost, lost into the abdominal cavity of the patient. They tried to find the load piece but the plastic piece was never found.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the trocar was gouged. The envelop seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.